Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2017, this patient underwent treatment of a thoracic aneurysm with conformable gore® tag® thoracic endoprosthesis. After the procedure, a dissection was confirmed near the proximal edge of the endoprosthesis. The patient is being monitored. There has been no reintervention to treat the dissection at this point.